Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in germany. It was reported that the patient faced three infusion set cannula kinked event on 02-mar-2026.the insertion site was abdomen and thigh. The infusion set was in use for three days. The blood glucose level was 450 mg/dl. The patient replaced infusion sets and resolved issue. No further information is available.